Manufacturer narrative:
The device history record (DHR) review indicated that there was not a quality issue associated with the reported condition. All DHR¿s are reviewed for accuracy prior to release of the product. A sample consisting of one 3.5 fr urethane umbilical catheter which was returned inside a generic plastic bag and presented signs of use was returned for evaluation. A visual inspection was performed and a hole was found below the strain relief. The sample was submitted to underwater testing with the distal end of the sample clamped and the lumen was pressurized to check for leaks. When air was infused into the lumen, bubbles were detected; they were coming out below the strain relief. The product specifications were reviewed in order to identify the possible root causes for this event. Based on all gathered information the most probable cause could be attributed to damage during use (inappropriate use of chemical agents/ not following instructions for use). It can be concluded that the catheter was more likely damaged during use. While the labeling provides an appropriate warning, labeling cannot prevent a clinician¿s failure to heed the warning nor can labeling control use of appropriate measures to use a device according to manufacturer¿s instructions for use. In-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per product specification, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a uvc catheter. The customer reports the uvc was inserted into the patient. Upon flushing the catheter it was noted to be leaking at the hub. The catheter had to be exchanged.